Event description:
It was reported that the cartridge was not fully snapped into the pump. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through a series of inspections and cleaning of the pump and cartridge areas, leading to a successful cartridge loading and resumption of insulin delivery.